Event description:
It was reported that this event occurred in the ic department. During insertion of the dilator into the patient's jugular. The user found that the swg was not able to be inserted into the dilator. The swg became stuck inside the dilator and was unable to be removed; this caused the swg to kink. As a result, a new dilator was used to successfully complete the procedure. There was a delay reported, however, there was no harm caused to the patient. The patient lost approximately 150cc of blood, but there was no other complications reported. There was no death, injury, or intervention necessary as a result of this occurrence.

Manufacturer narrative:
(B)(4).